Manufacturer narrative:
Sections with additional information as of 21-aug-2020: h10: meter was not returned for evaluation. Test strips were returned for evaluation; no defect was detected.

Manufacturer narrative:
Internal report reference number: (B)(4). Products were returned and pending qc evaluation. Most likely underlying root cause: mlc-61: improper use / mishandled by end user. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern. Note: customer reported another device used in this event and it is reported in MDR# 2020-00463. Report 2 of 2.

Event description:
Consumer reported complaint for physical defect of test strips, stating that a few of the truemetrix test strips were bent. Customer stated this occurred with two different vials of test strips; reference case (B)(4). Customer also stated that he has at times obtained the e-3 error message with the test strips. Customer states he opened the 1st vial (B)(6) 2020 and 2nd vial yesterday. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results.